Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During a ream and run procedure, the reamer handle locked up, causing it not to spin the reamer attached to it. As the surgeon was torquing on it to make it spin, it caused some debris to escape from the handle, which was found on post-op xrays in the pt's arm. The problem with the reamer handle also caused a 20-minute surgical delay.